Manufacturer narrative:
D4: the lot number was not available, however, the complete primary ID was not available. G1: manufacturing facility - this device was manufactured at one of the two following manufacturing sites: vantive healthcare - singapore: 2 woodlands industrial park d street 2 singapore, 738750 singapore. Vantive healthcare - tunisia: route de chebbaou 2021oued e tunis tunisia the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from an unspecified location. There was a leak from under the cycler. This occurred during priming of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.